Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm on his insulin pump. The customer's blood glucose was 63 mg/dl at the time of the call. Troubleshooting helped the customer clear the alarm and found customer's insulin pump was sprayed with water. Customer is advised to revert to his back-up plan while his replacement insulin pump is being shipped. No additional information is provided.